Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6), 2011 to report that the patient was admitted to the hospital on (B)(6) 2011 after waking to high blood glucose (bg) readings in the 400 to 500mg/dl range. The patient's mother confirmed the patient tested positive for large ketones and mentioned the patient had been vomiting. The reporter claimed she changes site twice in response to high bgs, continued to bolus via pump (even while in hospital); however, her bg did not return to normal until they began to give her injections on the early morning of (B)(6) 2011. At the time of the call, the patient's bg was 124 mg/dl. At the time of troubleshooting, the patient's mother confirmed no issues with site/set. Customer support noted an occlusion alarm had occurred on (B)(6) 2011. The reporter confirmed changing site after occlusion had occurred. Customer support noted that the reporter was in a hurry and declined further review of pump. This complaint is being reported because the patient was hospitalized and treated for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that all appropriate alarms on (B)(6) 2011 were cleared and that prior to the pump alarming there were no insulin delivery issues found. All programmed boluses were delivered on (B)(6) 2011 during the review of the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.